Manufacturer narrative:
(B)(4). The distributor reported to have confirmed the reported event at the patient's home. However, the device has yet to be evaluated by a covidien customer support engineer (cse).

Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. The unit under test (uut) was placed into a test ventilator and power cycled 10 times. The device froze during 6 of the 10 attempts. A third party service provider replaced the sbc pcb.

Event description:
A report was received stating a ventilator was shut down to replace the patient circuit. It was reported that the ventilator screen then froze during the reboot process. Although the patient was not attached to the ventilator at the time of the event, it was decided to place the patient on an alternate ventilator. There was no report of patient harm or injury. There is no death or serious injury associated with this event.